Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Manufacturer's first level investigative unit observed missing segments on the compact plus system. No adverse event reported. Suspect device has been returned.

Event description:
Info received indicates, the brake will not hold.